Manufacturer narrative:
(B)(4). Additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was not confirmed. Visual examination of the sample showed no signs of physical abnormality. Upon sample receipt, no evidence of leak was noted anywhere on the entire device. The sample was subsequently filled to its maximum volume. There was still no evidence of leak detected anywhere on the device during filling and priming. Thereafter, the device was monitored for 24 hours. After 24 hours, there was still no evidence of leak anywhere on the entire device. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter (B)(4) received a report that one (1) folfusor lv 10 ml/h device reportedly leaked before priming. The device was filled with nacl. The sample has been emptied by the customer. One unit affected / sample available. The reported complaint took place before patient connection, no patient involvement. No medical intervention. No additional information available.